Manufacturer narrative:
One mz1000 sample was returned with three opened packages from lot 25085444 for investigation. No connecting product was returned to aid the investigation. The customer reported that "it was reported that the syringe could not be connected and pulled during use." The returned samples were functionally tested by priming and flushing using a 50ml bd plastipak syringe with a luer lock connection, during which complete occlusion was observed. When a three way tap (rotating male luer connection) was introduced between the syringe and the maxzero, flow was achieved but with noticeable resistance. The same behavious was observed when testing with a 10ml luer slip syringe. The details of this feedback were forwarded to the manufacturing site and the supplier of the maxzero piston for investigation. They performed an in depth investigation in order to determinea potential root cause for the customer's experience; the investigation included analysis of the piston of the affected component, it was identified that the components were within specification. However, in order to confirm the root cause of the customer's experience of occlusion, further investigation will be performed by the manufacturing plant and the supplier of the piston in order to reduce such instances during future production. A review of the production records for lot 25025415 did not identify any in process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. Please note, since the manufacture of the affected product, the molding of the piston has been transferred to an alternative manufacturing facility; to date, no similar reports have been received from production from this facility. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product family in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd maxzero needleless connector had connection issues. The following information was provided by the initial reporter, translated from japanese to english: the syringe could not be drawn back even after connecting it. Additional information received from the customer: q: please confirm the infusion setup ¿ gravity or pump-driven, infusion line height, insertion point on the patient, infusion rate and pressure, infusion line setup (other extension tubes or accessories), etc.? A: unknown. Q: please confirm the manufacturer and model of the connected product? A: unknown. Q: please check the set for any visible damage (cracks, burrs, piston deformation, etc.)? A: we have sent it to you for verification. Q: please confirm the type of medication being infused at the time of the event? A: unknown. Q: was there any harm to the patient? A: no. Q: was there any under-infusion? A: no. Q: could you please confirm whether the reported problem was that the maxzero could not be connected to the syringe, or that there was a flow obstruction? A: unknown. Q: could you please confirm how the malfunction was identified? A: unknown. Q: was the malfunction observed during priming or during infusion? If during infusion, how long after the start of the infusion did it occur? A: unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.